Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 124 mg/dl at the time of the incident. The insulin delivery was suspended due to the sensor values. The insulin pump was suspend on low sg value. The suspend on low limit in sensor settings was 80 mg/dl. The blood glucose value associated with the triggered suspend event was 73 mg/dl. The customer reported that the difference occurs with the previous sensor. The sensor will not be returned for analysis.